Event description:
During prep for use of the device for a cardiopulmonary bypass procedure, the user reported the battery of the heart lung console was dead. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Investigation anticipated, but not yet begun.